Event description:
The customer stated that he tested his blood glucose and rec'd a reading of 426 mg/dl using his breeze2 meter. He retested using another meter and rec'd a reading of 156 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid making the difference clinically significant. The customer also rec'd a control test result of 252 mg/dl while troubleshooting. The normal control range was 94-138 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.